Manufacturer narrative:
Correction made to f10/h6: health effect - impact codes: f26 (previously submitted as f27). Additional information was added to d9, g1: device manufacturer e-mail, h3, h6, and h10: h10: the device was received for evaluation. A fluid delivery test was performed, and the fluid delivery was found to be within the product specification range. The pump did not halt operation and there were no alarms. Calibration and final release testing were performed with no issues noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1 device manufacturer address1: (B)(6). G1 device manufacturer address2: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump presented with a non-halting system error involving a system error alarm and shut down during an infusion in the surgery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.